Event description:
At 8:40 pm, pt ambulated in hallway became weak, no pulse, CPR started. Pt was connected to temporary vent pacing prior to event. Noticed pacemaker screen (distal) was blank. Turned back on battery light appeared. Battery changed beginning of am shift. Temp pacer exchanged and sent to clinical eng for evaluation of battery/temp pacer.